Manufacturer narrative:
Device evaluation post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the obturator, dissector balloon, trocar balloon, locking collar and valve seal all appeared intact. The insufflation bulb and inflation syringe were received. Pmv performed functional testing: the dissector and trocar balloons were inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal procedure, balloon was physically broken. There was a damage in the balloon before using the device. They changed to a new product to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal procedure, balloon was physically broken. There was a damage in the balloon before using the device. There was no patient injury.